Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a638ab0705 were manufactured on 23 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery it was found that the inner packaging was leaking and that powder was found outside. The cement was not used.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 2755 products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a638ab0705 were manufactured on 23 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g, reference 3003940001, lot a638ab0705 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery it was found that the inner packaging was leaking and that powder was found outside. The cement was not used. 3 products were affected by the issue. No adverse events have been reported as a result of the malfunction.